Event description:
It was reported that during a thyroid procedure, clips failed to form properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 02/14/2008. Information anticipated, but unavailable at this time.